Event description:
I have been coughing, clearing my throat excessively having a headache for about 2 years now. Just found out my philips CPAP machine has been recalled for a defect that causes these symptoms and more. FDA safety report ID# (B)(4).